Event description:
Dr alleges that after an uneventful removal of a recovery filter, the radiopaque marker detached when the recovery cone catheter was removed from the pt. The marker band was found at the incision site and was removed with forceps.